Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device remains implanted.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red encapsulation was observed on the shell. Red particles were observed on the shell. Red particles were observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with non abbvie device.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.